Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. Device manufacture date - the lot was manufactured from 03/05/2021 to 03/12/2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. A small crack was noticed towards the opening of the minicap when the customer went to remove the cap prior to peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.